Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) while driving. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, multiple empty cartridge alarms occurred. Customer could not verify alarms in pump history. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose level was 109 mg/dl.